Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on january 27, 2023 with lot number 3620811. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: five openings on 2, 6, 8 and 12 o¿clock position suture tabs assessed as surgical damage. White particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported unknown side "ruptured" tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "ruptured" tissue expander. The device has been explanted.